Event description:
It was reported in an online article - published on expertclick- 'back surgery pt sues stryker and medtronic for injuries, and off label promotion of calstrux / op-1 putty and infuse', that a female pt (B)(6) experienced exacerbated back pain after receiving infuse bone graft in (B)(6) 2009 in an off label manner. The pt is reported to be on disability as a result of her injuries.